Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while using this ventilator on a patient, this c1 suddenly went into ambient mode. However, hospital staff restarted the c1 and continued using it. No patient harm and/or no further incidents were reported.